Event description:
A patient reports while wearing a pod between 4 and 24 hours the pods pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure occurred. In addition, the patient reports being unsure of the cannula had properly inserted at the pod infusion site at initial activation. Upon removal of the pod from the infusion site the cannula was found to be bent. The patient reports their blood glucose level read high (400 mg/dl).

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone. Phone_control_ios. Cloud - omnipod 5 software app version 1.1.6. Cloud - smartphone operating system 17.5. Cloud - smartphone hardware iphone15.2. Cloud - cgm sensor type g6.